Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 10.6ml (also mentioned as 11ml) and the erv 3.6ml (also mentioned as 3.5ml). The patient experienced ¿maybe a little¿ withdrawal symptoms and increased pain. The reporter denied any pump alarms. The cause of the volume discrepancy was unknown. The healthcare provider (hcp) was going to check the residual volume halfway through a cycle and record the volume. The appointment was scheduled for (B)(6) 2015. The patient reportedly recovered without permanent impairment. The patient was also taking fentanyl and percocet at the time of the event. The patient was given medication to cover pain/break through pain. The pump was used to deliver dilaudid and bupivacaine.